Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additional information: h4, h6, h11 a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is on-going. Should additional information be received, a supplemental report will be provided.

Event description:
The customer reported that while preparing for a laparoscopic cholecystectomy procedure, his olympus visera elite ii video system center was presenting an intermittent image. According to the initial reporter, the intended procedure was completed using the subject device. There was no report of patient harm as a result of this event.